Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has indicated that the m.blue has a blockage. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in vertical/ or both the horizontal as well as the vertical positions. Because the m.blue valve is not permeable, a computer controlled test is not possible. Adjustment test: the m. Blue valve was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that wählen sie ein element aus. Internal inspection: after dismantling of the valve, deposits were found. Results: based on the examination results, a blockage of the m.blue can be determined. The deposits visible in the valve (in the outlet) have led to the occlusion. Deposits caused by natural substances found in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. No functional deviations or other abnormalities were found on the valve board. However, during the examination, a narrowing of the catheter tip behind the valve board was detected. The complaint included a reservoir from another manufacturer. This product was not examined. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a valveboard with m.blue (#fx850t) was implanted during a procedure performed on (B)(6) 2020 (not consistent with the production date). According to the complainant, the shunt system caused an underdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation.